Manufacturer narrative:
No prod has been received to date, if prod is returned, analysis will be conducted. Unable to run complaint history check or device history review as lot number is unk. Regulatory compliance will continue to monitor on monthly trend reports.

Event description:
Consumer claims wore ace heat patch on her back for 4 hrs during the day, and when she removed it, her skin was all bubbly and blistered. She went to doctor who gave her neosporin to use.